Event description:
It was reported that the patient was admitted into hospital overnight due to high fluid volume. No additional information is available at this time. The patient is a clinical study patient.